Manufacturer narrative:
The reported event, battery does not run a handpiece and cannot be charged due to error messages, was duplicated.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the batteries did not charge during a procedure. The patient was under anaesthesia and the procedure had be cancelled. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the batteries did not charge during a procedure. The patient was under anaesthesia and the procedure had be cancelled. No medical intervention and no adverse consequences were reported with this event.